Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the image intensifier power supply. The system was tested, and operates as intended. The system was released to the customer for use. It was reported that a patient had additional time under anesthesia as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a system failure. The system was removed from service. This system is located in another country.